Event description:
In late 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was powering off during use. The pt indicated that the alleged meter issue started three days prior, at 11:00 pm. The pt denied taking any actions related to diabetes treatment as a result of the alleged meter isuse. About 15 hours after the alleged issue began, the pt claimed that she developed symptoms of blurry vision and feeling weak. The pt denied receiving treatment as a result of the reported meter issue. The pt admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.